Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 14 mm from the distal end and that was not returned to omsc. And a scratch mark of the probe was found. The manufacturing history was reviewed with no irregularities noted. Based on the analysis result of the subject device, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal, such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The tb-0535pc instruction manual already states: warning: do not activate output while grasping hard tissue, such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (eg, uterine manipulator). Do not apply only the probe tip to the tissue with a strong force, twist while grasping the tissue, or pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. If add'l info is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this follow-up report of MFR report # 8010047-2012-00441 is required on december 24, 2015. Lot # was corrected. Evaluation codes were corrected. Please cross-reference the following report: 8010047-2016-00174.

Event description:
When a physician used the subject device for a laparoscopic colorectal procedure, the probe and fell off inside the pt's body. The broken piece of the probe was taken out from the pt's body. The physician replaced the subject device with a similar device. There was no pt harm reported.